Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 155mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.